Manufacturer narrative:
Reported event. An event regarding crack/fracture involving a mako checkpoint was reported. The event was not confirmed because the product was not available for inspection. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have not been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Event during left total hip arthroplasty using mako. During removal of a pin inserted into the pelvis, the pin was broken from the base and the pin tip remained in the bone. The primary surgeon observed and radiographed the wound, but the pin tip was completely buried in the bone and was difficult to remove. The patient's pelvis was hardened, making it difficult to insert the pins.